Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging the display on her onetouch ultrasmart meter was cloudy. The complaint was classified based on the customer care advocate (cca) documentation. It is not specified when the alleged issue began. The patient manages her diabetes with injections. The patient reportedly continued to administer her usual dose of novolin insulin (30 units). After, the patient claimed she felt a symptom of shaky. The patient reportedly went to the emergency room (ER) and obtained a result of ¿over 250 mg/dl¿ with the ER/ hospital meter. The patient was administered intravenous fluids as treatment. At the time of troubleshooting, the cca noted misuse. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.